Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the issue. He addressed the failure back to a defective compressor. The root cause is a hole of the evaporator. In this case, the refrigerant fluid leaks and water enters the cooling circuit damaging the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker is tripped. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t triggered the fuse during priming. There was no patient involvement.